Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergone essure confirmation test". The patient's concurrent conditions included adenomyosis. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding"), anxiety ("worsening of her anxiety"), depression ("worsening of her depression"), alopecia ("hair loss") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced abdominal pain lower ("severe lower abdominal pain/ severe abdominal cramping, even when not menstruating"), uterine prolapse ("uterine prolapse"), back pain ("severe lower back pain"), uterine pain ("severe uterine pain"), sensitivity of teeth ("sensitive teeth"), abdominal distension ("abdominal bloating"), vaginal discharge ("vaginal discharge"), dysgeusia ("metal taste in her mouth"), fatigue ("fatigue") and menopausal symptoms ("symptoms associated with menopause"). The patient was treated with surgery (underwent total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, uterine prolapse, back pain, uterine pain, dysmenorrhoea, sensitivity of teeth, menorrhagia, abdominal distension, vaginal discharge, anxiety, depression, alopecia, dysgeusia, fatigue, menopausal symptoms and vaginal haemorrhage outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, fatigue, menopausal symptoms, menorrhagia, pelvic pain, sensitivity of teeth, uterine pain, uterine prolapse, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient continues to complain, about these symptoms to her healthcare provider. More specifically, despite treatment, patient symptoms did not improve. Since her removal surgery, patient symptoms have mostly resolved, though some remain. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet- events vaginal haemorrhage and device monitoring procedure not performed were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("bleeding") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergone essure confirmation test". The patient's concurrent conditions included adenomyosis, obesity, abdominal pain, constipation, weakness, loose stools, palpitation, abdominal tenderness, diverticulitis, eczema, gestational diabetes, rectocele, uterine enlargement, rectal lesion, vaginal discharge, hot flashes and labile hypertension. Concomitant products included ibuprofen, metoprolol tartrate (lopresor), oxycocet (percocet) and vicodin (norco). On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine prolapse ("other injury(ies) or complication please describe: uterine prolapse"), dysmenorrhoea ("abnormally severe menstrual pain"), sensitivity of teeth ("dental problems: sensitive teeth"), menorrhagia ("abnormally heavy menstrual bleeding"), anxiety ("worsening of her anxiety"), depression ("worsening of her depression"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), adenomyosis ("adenomyosis") and weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal pain/ severe abdominal cramping, even when not menstruating"), back pain ("severe lower back pain"), uterine pain ("severe uterine pain"), abdominal distension ("abdominal bloating"), vaginal discharge ("vaginal discharge"), dysgeusia ("metal taste in her mouth"), fatigue ("fatigue") and menopausal symptoms ("symptoms associated with menopause"). The patient was treated with surgery (underwent total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the genital haemorrhage had resolved and the abdominal pain lower, uterine prolapse, back pain, uterine pain, dysmenorrhoea, sensitivity of teeth, menorrhagia, abdominal distension, vaginal discharge, anxiety, depression, alopecia, dysgeusia, fatigue, menopausal symptoms, vaginal haemorrhage, migraine, headache, nausea, adenomyosis and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, alopecia, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, fatigue, genital haemorrhage, headache, menopausal symptoms, menorrhagia, migraine, nausea, pelvic pain, sensitivity of teeth, uterine pain, uterine prolapse, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient continues to complain, about these symptoms to her healthcare provider. More specifically, despite treatment, patient symptoms did not improve. Since her removal surgery, patient symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.7 kg/sqm. On (B)(6) 2017: diagnosis: endometrial biopsy: endometrial biopsy: multiple fragment(s) of mucus and soft material measuring 3.0 x 2.8 x 0.1 cm in inactive endometrium. No hyperplasia or aggregate. Filtered and submitted in cassette(s). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine prolapse, anxiety, dysmenorrhea, menorrhagia, heavy bleeding. Most recent follow-up information incorporated above includes: on 26-sep-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, other relevant history updated. Events: migraine, headache, nausea, adenomyosis, weight increased, genital haemorrhage were newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain/ severe abdominal cramping, even when not menstruating"), uterine prolapse ("uterine prolapse"), back pain ("severe lower back pain"), uterine pain ("severe uterine pain"), dysmenorrhoea ("abnormally severe menstrual pain"), sensitivity of teeth ("sensitive teeth"), menorrhagia ("abnormally heavy menstrual bleeding"), abdominal distension ("abdominal bloating"), vaginal discharge ("vaginal discharge"), anxiety ("worsening of her anxiety"), depression ("worsening of her depression"), alopecia ("hair loss"), dysgeusia ("metal taste in her mouth"), fatigue ("fatigue") and menopausal symptoms ("symptoms associated with menopause"). The patient was treated with surgery (on (B)(6) 2017 underwent total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, uterine prolapse, back pain, uterine pain, dysmenorrhoea, sensitivity of teeth, menorrhagia, abdominal distension, vaginal discharge, anxiety, depression, alopecia, dysgeusia, fatigue and menopausal symptoms outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, fatigue, menopausal symptoms, menorrhagia, pelvic pain, sensitivity of teeth, uterine pain, uterine prolapse and vaginal discharge to be related to essure. The reporter commented: patient continues to complain, about these symptoms to her healthcare provider. More specifically, despite treatment, patient symptoms did not improve. Since her removal surgery, patient symptoms have mostly resolved, though some remain. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.